Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: it was reported that during removal of a healing abutment the hex driver snapped resulting in part of the driver being stuck in the abutment. The procedure to remove the healing abutment was completed. The driver tip remains in the abutment. There was no report of patient injury. D11: heal collar 5.7x6.5, 5mm. Item: hc565 lot: unknown. G4: 13 may 2019. G7: follow up. H1: malfunction. H2: additional information, device evaluation. H4: 28 jul 2015. H6: method, results, conclusion codes. H10: manufacturer narrative. The reported devices were returned for investigation. Visual inspection of the as returned products identified that the driver is plastically deformed at the tip, and is confirmed to be fractured. The returned healing collar is confirmed to contain the other portion of the driver in the drive feature. This fractured portion could not be removed. The reported condition of a hex driver that snapped resulting in part of the driver being stuck in the abutment was confirmed. A device history record (DHR) review was performed for the reported hex driver lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was performed for the reported hex driver lot for similar cause and no other complaint was identified. DHR review and complaint history review could not be performed for the reported healing collar, as the lot number is unknown. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during removal of a healing abutment the hex driver snapped resulting in part of the driver being stuck in the abutment. The procedure to remove the healing abutment was completed. The driver tip remains in the abutment. There was no report of patient injury.

Manufacturer narrative:
This report is being submitted to report event received for zimmer biomet complaint number: (B)(4). Reporter last name not provided the device has been received by the manufacturer. A supplemental report will be submitted to report investigation results.

Event description:
It was reported that during removal of a healing abutment (hc565) the hex driver (hxgr1.25) snapped resulting in part of the driver being stuck in the abutment. The procedure to remove the healing abutment was completed. The driver tip remains in the abutment. There was no report of patient injury.